Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented via merlin.net transmission after receiving a vibratory alert for possible high voltage lead issue. Review of the episodes showed intermittent ventricular lead noise detected as vf for which high voltage therapy was delivered. Low impedance was also observed and the shock was aborted due to possible hv lead issue. Patient later presented to clinic for lead explant however during procedure lead fracture was observed and physician was unable to explant the lead. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient experience pocket pain but was discharged post procedure with no symptoms.